Event description:
It was reported, the patient's implantable neurostimulator (ins) had impedance issues, specifically high impedances (40,000 ohms) on electrodes 0-8. A revision was required as a result of the event, but had not been scheduled yet. The patient experienced less than 50% therapy relief at an unknown location. Impedances were tested and reprogramming was performed. The patient¿s status was noted to be alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient had a surgical revision because the paddle lead had migrated. The lead was elevated and was not making contact with the dura. The physician wanted to connect a two octad lead to an extension. The physician could connect using 4 of the electrodes. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported one side of the paddle was fractured. The patient was receiving effective therapy at the time of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger. (B)(4).

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead (B)(4).